Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level subsequently increased to over 450 mg/dl. A correction bolus was delivered via the pump and an infusion set change was performed in an attempt to address bg. Customer changed pump supplies to address the occlusion alarms.